Event description:
The customer reported that they had lost wireless monitoring on one floor. Per the field service engineer the customer lost monitoring for every bed on the floor for 12 hours. While philips devices provide mitigations related to the loss of centralized wireless monitoring (ie ¿no central mon¿ inop, visual and audible tones, local monitoring for mx40), a malfunction that leads to the loss of monitoring for numerous patients using mixed wireless devices may result in a delayed response to an individual patient requiring emergent care. No adverse event involving patient or user was reported.